Event description:
It was reported that the atrial lead exhibited oversensing and was capped during an elective replacement indicator (eri) procedure of the pulse generator. There had been low lead impedance concerns dating back to 2005, which were resolved at the time by programming to the unipolar configuration.

Manufacturer narrative:
No medwatch form was received.